Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use. The patient was connected. The baxter technical service representative (tsr) had the patient cycle the power and a se 2367 occurred. The tsr had the patient cycle the power again to the press go to start prompt. The tsr had the patient disconnect and remove the cassette so the supplies could be discarded. The tsr explained the alarm, reviewed proper procedures per the user manual, and advised the patient to contact their nurse regarding the alarm. The patient would complete therapy via manual exchange. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated that when they were taking down the supplies they noticed that there was water in the tub they keep under the machine. The patient stated that the water might have come from the lines and that the tsr they spoke with verified that could have caused the alarm. The patient stated they did not speak with their nurse about the alarm. Baxter product surveillance informed the patient that it is recommended that the nurse be contacted if air in line alarms occur. The patient has been continuing therapy on the cycler successfully and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter?s investigation, the root cause of the report was due to an unspecified leak in the disposable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).